Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. The insulin pump was not on auto mode at the time of incident. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.